Event description:
The pt had an accident on (B)(6) 2015, in which she fell over after being attacked by a dog. Immediately after the accident, she no longer had access to sound with her cochlear implant. The skin over the implant started to swell. The pt has been re-implanted on (B)(6)2015.

Manufacturer narrative:
(B)(4). Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. The problems described in the pt report and the reported accident appears to match the damage found. This is a combined initial and final report.